Event description:
Pt to radiology for left femoral arteriogram and balloon angioplasty. Left femoral arteriogram completed. High grade stenosis discussed with vascular surgeon. After the balloon catheter was inserted by the radiologist into the artery to be ballooned, the radiologist, using a 10 cc syringe filled with contrast, attempted to inflate the balloon while observing under fluoroscopy. The balloon did not inflate and the contrast leaked out of the balloon. Radiologist called second radiologist to assist while vascular surgeon notified a probable balloon fragment at arteriogram side. Vascular surgeon visited pt; consent for or femoral artery exploration and retrieval of balloon fragment under local. Foreign body, balloon extracted.